Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a customer support agent that the user received an occlusion alert on their ilet device while using a 6 mm 23" cd infusion set. The user did not change their supplies as recommended but was advised to monitor blood glucose levels. Blood glucose was unaffected.